Event description:
Procedure type: nephrectomy. According to the reporter: an endo retract ii was used throughout the operation. At the end of the procedure small parts were noticed inside of the patient as the fan was being straightened. The parts were removed. The case was extended by more than 30 minutes. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).